Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, the physician noted a decrease in sensing, increased capture threshold, and decrease in impedance. X-ray showed that the helix was not completely extended. The physician opted to reposition the lead. The lead remains implanted.